Event description:
It was initially reported by the site that their handheld was not working properly. The handheld kept freezing while doing system diagnostics or programming. It was stated that the problem has been going on for almost a year and this year, it has been worse. No additional information was received. Good faith attempts to obtain additional information have been unsuccessful.